Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse found the oxygen sensor due for replacement. The cse replaced the oxygen sensor, which resolved the customer reported issue. The replaced o2 sensor was not returned for further evaluation. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013. Covidien reference: (B)(4).

Event description:
Covidien received information from a customer in the USA stating that, during patient use, the oxygen readings were high. The patient was removed from the device. No harm to the patient reported. The exact date of the event is unknown.